Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump requested the customer to perform the load fill tubing sequence multiple times during the load sequence. Customer continued to use the existing supplies and successfully resumed insulin therapy on the pump. Customer¿s blood glucose level was 264 mg/dl.